Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: 1. In regards to the poor wound closure event, can you please elaborate: a. Was this event possibly related to the study device (stratafix)? Yes- probably related b. Was this event possibly related to the study procedure? Yes probably related c. Or was the event possibly related to other causality? ¿ if yes, please elaborate. Yes - there is inappropriate rehabilitation exercise after the operation. The investigator said the subject did too much exercise. 2. In regards to the delayed wound healing event, can you please elaborate: a. Was this event possibly related to the study device (stratafix)? Not related b. Was this event possibly related to the study procedure? Not related c. Or was the event possibly related to other causality? ¿ if yes, please elaborate. Yes, because of the rehabilitation exercise. 3. If the event is possibly related to the study product, please provide the following: a. Date of procedure in which product was used (B)(6) 2017 b. Name of procedure total knee arthroplasty d. Past medical history hypertension, superficial gastritis, cholecystotomy , the right lower extremity venous exfoliation , osteoarthritis , astriction e. Medical or surgical intervention performed due to patient symptoms - strengthen stitch attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the investigator believe that the main cause of the problem was too much exercise? Was there any issue related to the stratafix device? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? If yes, please advise: -did the suture break post-operatively? -was any intervention performed? The patient demographic info: age, gender, weight, bmi at the time of the index procedure? What were the current symptoms following the index surgical procedure? Onset date? What tissue type and location of the suture placement? What tissue dehisced? What was the appearance of the suture during the second procedure? Was the dermabond related to the ¿poor wound closure¿? What is the patient¿s current status?

Event description:
It was reported from a clinical trial that a patient underwent a total knee arthroplasty on (B)(6) 2017 and suture was used. On (B)(6) 2017 the patient experienced poor wound closure and was re-stitched in the same day. The event was reported to be probably related to the study device, study procedure, or other causality. It was reported that there was inappropriate rehabilitation exercise after the operation and the patient did too much exercise. On (B)(6) 2017, the patient experienced delayed wound healing, strengthening and replacement of the incision dressing was performed. Resolution on (B)(6) 2017. The delayed wound healing was not related to the study device or the study procedure, however was possibly related to rehabilitation exercise. The patient required prolonged hospitalization. Additional information has been requested.